Manufacturer narrative:
The event occurred on an unknown date either in may or july 2021. Manufacturer/compounder: baxter healthcare hayward 2024 w winton ave. Hayward ca 94545. Literature article: coury, j. R., skaggs, k. F., marciano, g.f., pinyavat, t., naseef, m., roye, b. D., vitale, m.g. ¿intraoperative anaphylaxis to the bovine flowable gelatin matrix." Jbjs case connect. 2022 mar 3;12(1). Doi: 10.2106/jbjs.cc.21.00753. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a t12 to l3 anterior spinal fusion in which floseal was used. It was reported the floseal was injected into the pedicle screw tract (l3) and the patient experienced an anaphylactic reaction. The patient was administered 5% albumin and 1 unit of red blood cells, intravenous (IV) epinephrine, an epinephrine drip (3mg/kg/min), diphenhydramine, and IV dexamethasone(10mg). The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.